Manufacturer narrative:
Concomitant product: 4092-58 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. Difficulty extracting the lead was noted due to anatomic difficulties. The lead was explanted and replaced. It was also noted during a visual inspection of the right ventricular (rv) lead that there was a small insulation breach at the juncture of the reinforced insulation distal to the connector pin with the main lead body. This was repaired using standard lead repair kit and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the partial lead in segments and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.